Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd¿ syringe 3ml ll 200 s/c has been found experiencing three occurrences of leakage during use. The following has been provided by the initial reporter: material no.: 309657 batch no.: unknown. It was reported that the syringe leaked around where the needle connects to the syringe. Customer reported two incidents where the syringe leaked from around where the needle connects to it. Description of issue: two incidents where the syringe leaked from around where the needle connects to it. All issues happened in past so cts unable to perform any troubleshooting. Cts inquired if customer attempted to twist needle tip further onto syringe to see if leaking resolved and customer stated he did and the leaking did not resolve so he alleged a physical defect in the seal where the needle twists into the syringe (this is why cts choose affected item as 3 ml syringe). Customer was using the bd 3/8¿ 26g needle during this issue as well. Number of occurrences: 3. Item number 3 ml syringe ¿ 309657. Product lot number: customer does not have pouches. Customer alleged the exact syringe issue happened this morning (B)(6) 2019 and once last week and a week prior to that as well, therefore first event date approx to ~2 weeks ago. Complaint 1 of 2.